Event description:
Materials: 305106; batch#: 4116510, 3271790, 4081033, 3209276, 3236002. It was reported by the customer that the needle was defective. Verbatim: rcc received a complaint via email. Email(s) attached. We received the follow product quality report from one of our ophthalmologists for bd precision. Glide needle 30g x1/2 ref# 305106. Here is the physician report of this concern: ¿I gave a bag of needles I've collected that weren¿t actually needles, they¿re pins. They have no lumen so nothing can be pushed through them. It seems to happen randomly and from many different lots. Essentially, it¿s an erosion of their quality control. I¿d never encountered this until the past year or two. I would ask them for a refund for at least one box worth of needles that have been unusable, but more importantly assurance they are improving their process so this stops happening. Otherwise, we should switch vendors to a reliable producer. On monday I put a needle in someone's eye and tried to inject medicine and it squirted everywhere (it was a slip tip and the needle was imperforate). That patient had to have a second injection which doubled the risk of the procedure. We also wasted an avastin syringe which costs our organization hundreds of dollars. All because the needle was defective. Our patients deserve better."

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Additional batches reported: batch: 4116510; batch creation date: 2024-04-25; batch expiration date: 2029-06-30; full UDI: (B)(4). Batch: 3271790; batch creation date: 2023-09-28; batch expiration date: 2028-10-31; full UDI: (B)(4). Batch: 4081033; batch creation date: 2024-03-21; batch expiration date: 2029-05-31; full UDI: (B)(4). Batch: 3209276; batch creation date: 2023-07-28; batch expiration date: 2028-09-30; full UDI: (B)(4).

Manufacturer narrative:
Pr (B)(4) follow up. It was reported the needles have no lumen. A device history record review was completed by our quality engineer team for provided material number 305106 and lot numbers 4116510, 3271790, 4081033, 3209276 and 3236002. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.